Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient acquired an infection at pocket and lead incision sites. The patient was admitted to the hospital and was treated with IV antibiotics. The patient was discharged and was given oral antibiotics. During a follow up exam, it was determined that the patient had an allergic reaction to oral antibiotics and therefore the physician decided to explant the device. There have been no further reports of complications.